Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the patient was in bed and rn saw that the patient was bleeding from the line. Upon further inspection, the cap was pulled off the tubing at some point.

Event description:
The customer reports: the patient was in bed and rn saw that the patient was bleeding from the line. Upon further inspection, the cap was pulled off the tubing at some point.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the product label and a separated distal luer hub. The extension line appears to be separated directly adjacent to the luer hub but cannot be determined without the sample to evaluate. The rest of the extension line and catheter was not included in the image. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "open catheter clamp prior to infusion through lumen to minimize the risk of damage to extension line from excessive pressure." The IFU also informs the user, "catheter clamp and fastener are used to secure catheter when an additional securement site other than catheter hub is required for catheter stabilization." The report that the extension line separated was confirmed through examination of the customer supplied photos. The image showed the extension line separated directly adjacent to the luer hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the extension line damage could not be determined based upon the information provided and without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.